Event description:
A circulating nurse in the o.r. Was not familiar with how to open the intergard graft packaging. Nurse tore open the foil pouch and put the outer non-sterile tray on the sterile field. The double tray was opened by the scrub nurse and the graft was implanted. Subsequently, the pt developed a graft infection and the graft was explanted. The nurse stated that the labeling was confusing and lettering was too small.